Event description:
It was reported to medtronic minimed that the customer noticed an unacceptable discrepancy between the sensor glucose and the blood glucose values, and received a change sensor alert. The sensor glucose was¿ 70mg/dl, and the blood glucose value was 100 mg/dl, which was outside of the acceptable range. The difference between the sensor glucose and blood glucose is 30 mg/dl. There was no temporary suspension of insulin while the discrepancy between sensor glucose and blood glucose was occurring. The customer reported no adverse event. The event involved product(s) mmt-7040c9. Troubleshooting was not performed. The customer is reporting a discrepancy between sensor glucose and blood glucose, which is not within range. No harm requiring medical intervention was reported. No product return is required for mmt-7040c9.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Additional information has been received which was not included in the initial report. The updated information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The event submitted in initial regulatory report 2032227-2025-167704 was submitted in error. The event was reported under regulatory report 2032227-2025-173541.